Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the procedure to replace the unknown left ventricular (lv) lead, difficulty was experienced inserting the right ventricular (rv) lead into the device header. Due to the connection issue, high out of range pacing impedance measurements were observed. After fifteen minutes, the impedance measurements on the competitor lv lead were also high and out of range. After implanting the new device, all connections and measurements were appropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. High power visual inspection of the rv port noted that the sleeve that was supposed to be in the outer portion of the rv lead barrel was missing. Further inspection noted that the sleeve was pushed into the lead barrel and was lodged right before the entrance to the tip terminal block. There were no obstructions or any other irregularities with the lv and ra lead barrels. The df4 lead connector end could not be fully inserted into the rv lead barrel. The lv and ra is-1 ports passed pin gage testing. This verified the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. Interrogation noted that the lv lead configuration was lv-tip to can. The sleeve in the outer portion of the df4 rv lead port became dislocated during lead insertion and was pushed further into the lead barrel. The sleeve prevented full insertion of the rv lead.